Event description:
Customer was hospitalized for high blood glucose levels. Customer reported ketones and also dehydration. Troubleshooting was performed. Pump passed prime test but tubing clamp was not availalble for high pressure test. Customer reported problem with button keypad.

Manufacturer narrative:
Constant failed battery test due to faulty battery tube. Unable to perform functional tests including seat, rewind, and occlusion tests. Unable to test back light and keypad due to failed battery test alarms.